Event description:
The instrument reported an erroneous value of greater than 10 mmol/l for the potassium. A new specimen was requested and the instrument gave a result of 4.5 mmol/l. The original sample was repeated 6 days later ((B)(6) 2015) and gave a result of 5.0 mmol/l. Original result (B)(6): na 156, k greater than 10. Recollection (B)(6): na 139, k 4.5. Original result repeat (B)(6): na 139, k 5.0. All results are in mmol/l. We've had a history of erroneous results and the manufacturer has attributed them to specimen integrity. We've made changes to the centrifugation time, extending it from 4 minutes to 10 minutes to follow the sample tube manufacturer's recommendations. Now that we are following bd tube instructions, specimen integrity has been ruled out as a cause for flyers and now we are questioning whether the erroneous results are caused by an underlying, unidentified instrument malfunction. Siemens service was dispatched to troubleshoot the instrument at the time the erroneous results were reported, and for this instance they replaced the imt probe, but it's unclear if this is the cause of the errors or if this will prevent the intermittent errors we are seeing on the instrument. The impact to the patient in this case was that a re-draw was required. The manufacturer's instructions were followed, including 10 minute centrifugation, correct sample container, sampled by the instrument directly from the collection container.